Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient mentioned they got a boston scientific spinal cord stimulator (scs)implanted on (B)(6) 2025. They went back for a post-op appointment recently and explained to the boston scientific rep how they were unable to connect to both the spinal stimulator and (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).